Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated the alarm occurred in the middle of the night. Customer stated pressed esc and was able to bolus and may have hit something in her sleep. Troubleshooting was done. Customer's blood glucose at the time of the event was unknown. And her last blood glucose was 131 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)